Manufacturer narrative:
This patient had experienced head trauma approximately 8 years ago resulting in extensive reconstruction with plates along the orbits, zygomatic arches, and maxilla. The patient developed ankylosis and had undergone a first stage procedure on (B)(6) 2017. At the time of the implant surgery on (B)(6) 2018, the surgeon was unable to place the devices into their intended positions per her preoperative plan indicated by the anatomical bone model. The implant components and the anatomical bone model were returned for evaluation, and it was confirmed that the devices were appropriately designed and produced to meet the surgeon's plan.

Event description:
It was reported that the surgeon was not able to get the tmj implant components into acceptable position during the implant surgery and chose to not implant the devices.